Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 471 mg/dl. The customer's blood glucose was 367 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will not be returned for analysis.